Event description:
During a revascularization one in.pact admiral balloon catheter was implanted in the sfa. Approximately 9 months post index revascularization, the patient suffered from stenosis in the femoralis sfa. On the same day, the patient was treated with pta and stenting. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.